Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.

Event description:
A report was received via the FDA medwatch medical products reporting program dated 5/30/06. Consumer reports possibly using renu with moistureloc multi-purpose solution. Event started with an irritation, pain, blurred vision. Was seen by eye dr with a diagnosis of an ulcer in the eye and was given drops and told to return the following day. Condition did not improve and was referred to a cornea specialist. Cultures of the eye and contact lens case were done - lens case came back fungus. Consumer reports they have recovered but has scarring of the cornea. No further info or any medical documentation is available. Reference: mw1039410.